Event description:
It was reported that the patient presented with critical ischemia and an occlusion in the superficial femoral artery (sfa), in addition to stenosis in the popliteal artery. The popliteal artery was treated successfully treat with a supera stent. Then, a 6x120mm absolute pro ll self expanding stent system (sess) was crossing the occlusion in the sfa when the sheath of the sess broke and the stent became loose and wrinkled [bent]. During deployment, the stent became folded over on itself; therefore, a covered stent was implanted inside the absolute stent followed by balloon dilatation. It was noted that the first balloon ruptured; however, a second balloon was used to completely dilate the stent. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the calcified anatomy resulted in the reported difficult to advance. Interaction/manipulation of the compromised device resulted in the sheath break and resulted in the stent to become loose, wrinkled/bent and folded over on itself; thus resulting in the reported difficult or delayed activation. As reported, a covered stent was implanted inside the absolute stent followed by balloon dilatation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.